Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore a failure analysis of the complaint guide wire could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, a guide wire tip fracture occurred. The lesion was located in the circumflex (cx) artery and left anterior descending (lad) artery. The nature of the lesion is unk. During the procedure, the tip of the pt2 guide wire fractured and became lodged in the left anterior descending artery. The guide wire tip was retrieved using a filter wire without incident. No further complications or injuries were reported. The procedure was completed with this device. The procedure was completed with this device. The patient status was reported as "fine."